Event description:
The catheter migrated out, exposing the cuff and resulted in the need to replace the catheter. The cuff did not come out with the catheter upon removal.

Manufacturer narrative:
The complaint of a detached surecuff and heat sleeve is confirmed. Gross and microscopic examinations confirm a complete separation of the surecuff/heat sleeve from the catheter. The detached heat sleeve/surecuff was not returned for evaluation. According to the notes contained in the complaint incident report the complainant indicates the heat sleeve/surecuff "did not come out with the catheter upon removal." No further information is available as to the location of the heat sleeve/surecuff at this time. At this time the mechanism of damage is undetermined. A lhr review is not possible, as no manufacturing lot number has been provided by the complainant.